Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined

Event description:
During an aneurysm embolization, resistance was encountered just before and after the first part of the coil was advanced out of the microcatheter tip. While the first 5 cm of the main coil was advanced out of the microcatheter, the main coil broke off at the detachment zone. A thrombectomy device was used to retrieve the broken coil. The physician stopped the procedure due to a thrombus was noted inside the aneurysm. Nimodipine and 200 mg of aspegic were given to the patient to treat thrombosis. The event was resolved with no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During an aneurysm embolization, resistance was encountered just before and after the first part of the coil was advanced out of the microcatheter tip. While the first 5cm of the main coil was advanced out of the microcatheter, the main coil broke off at the detachment zone. A thrombectomy device was used to retrieve the broken coil. The physician stopped the procedure due to a thrombus was noted inside the aneurysm. Nimodipine and 200mg of aspegic were given to the patient to treat thrombosis. The event was resolved with no clinical consequence to the patient.

Manufacturer narrative:
Device evaluated by mfg ¿ updated, expiration/manufacturing date: updated, product available to stryker ¿ corrected, returned to manufacturer on - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the coil delivery wire or introducer sheath. Visual inspection of the returned main coil revealed that it was kinked and stretched .the detachment zone was inspected and it was confirmed that the coil had detached due to physical break at the detachment zone. The device was confirmed to be in good condition prior to use. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed kink, stretch and physical break of the main coil from the detachment zone. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
During an aneurysm embolization, resistance was encountered just before and after the first part of the coil was advanced out of the microcatheter tip. While the first 5 cm of the main coil was advanced out of the microcatheter, the main coil broke off at the detachment zone. A thrombectomy device was used to retrieve the broken coil. The physician stopped the procedure due to a thrombus was noted inside the aneurysm. Nimodipine and 200 mg of aspegic were given to the patient to treat thrombosis. The event was resolved with no clinical consequence to the patient.